Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. The following information was provided by the initial reporter. The customer stated: "the visual aspect of the serum after centrifugation is abnormal and could lead to a pipetting error by our automatons with incorrect results."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and red cell hang up. The following information was provided by the initial reporter. The customer stated: "the visual aspect of the serum after centrifugation is abnormal and could lead to a pipetting error by our automatons with incorrect results."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring and red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and red cell ring based on the trend identified. A corrective and preventive action was created to address the issue.